Event description:
During a patient clinic visit, the physician observed no tongue motion. Physician brought the patient into the operating room, and upon surgical exploration, it was determined that the ipg had become dislodged, and the anchors securing the ipg, sensing lead, and stimulation lead had come undone, posing a potential risk of injury. Physician suspected the break may have resulted from manual manipulation of the device. Physician repositioned the ipg more subpectoral, secured all components, and closed. The revision surgery addressed the risk, and the issue is now resolved.